Event description:
Boston scientific crm received information that this pacemaker was removed from service one month post implant due to severe sepsis.

Manufacturer narrative:
Due to the nature of the issue, should this device get returned, analysis would not be required.